Manufacturer narrative:
The company rep replaced the battery (0146-00-0039), and the drive assembly (0104-00-0018). The unit was tested to factory specification. It functioned normally and was returned to the customer. (B)(4).

Event description:
The company rep reported that during a preventative maintenance on an iabp, the rep observed that the fully charged battery ran for only 37 minutes. The minimum battery runtime is 135 minutes. Battery due for replacement is (B)(6) 2012. In addition he observed that the drive assembly makes a loud metallic tapping sound while pumping. No pt was involved.